Event description:
Patient went into atrial fibrillation (afib). Defibrillator at bedside used. Defibrillator not charging/releasing shock during attempted use. Backup defibrillator utilized. Patient returned to normal sinus rhythm. Defibrillator removed from use. Patient was not injured due to available back up.